Event description:
Related manufacturer reference number:2017865-2023-94939. It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead and right atrial lead exhibited noise episodes. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.